Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visual inspection of the unit under test (uut) found no visible defects, damage or contamination. The uut event trace was reviewed and the uut was found to have operated to specifications. The event trace review found the complaint of unit stopped working during an animal study magnetic resonance imaging to have been caused by the operator. The uut internal battery was inspected and found to be in use beyond the specified 2 year preventive maintenance replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that unit stopped working during an animal study on the lap top ventilator 1200. The unit gave an error message of battery issues. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 02- the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available